Event description:
An implantable cardiac defibrillator (ICD) system was returned from a biomedical engineer with no information. Information identified in the manufacturer's database indicated the patient died approximately one months post implant of the ICD. A cause of death has been requested and not be received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was breach cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.